Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed bars across the screen and became unresponsive, consistent with a display malfunction that impaired use of the device; a replacement device was arranged and the user transitioned to alternative insulin therapy without interruption. Symptoms included none, and blood glucose remained in range. Outcomes included no injury, no medical intervention beyond use of alternative therapy, and no hospitalization. Investigation included collection of device details and photographs, review of shipping and return logistics, and confirmation that the replacement restored therapy continuity and inspection of the returned device. Investigation of this device revealed a malfunction of the device display consistent with a screen failure on the user interface component; no adverse physiological effects were identified. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.